Event description:
It was reported that during a routine generator replacement, an attempt was made to disconnect the right ventricular (rv) lead from the implantable cardioverter defibrillator (ICD) header rv connector using a torque wrench, however, it was impossible. After several attempts, the rv lead was eventually removed by inserting the torque wrench at an angle. The physician noted that the insertion point of the torque wrench may have had an issue. There is no complaint on the rv lead, it remains implanted and in use. There were no reported patient consequences.